Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that while on site to upgrade the system, the camera cart functioned as intended, but the main cart monitor was not turning on. There was no medtronic splash screen, during boot up on the main cart. Led on the power button lit up blue. No error/signal on the monitor. Power cable to the monitor looked seated. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: 9735795, lot number#: 24065039. H6: the system was serviced in the field and the monitor was replaced. B01, c13 and d02 are applicable. The monitor was returned to the manufacturer for analysis. As reported, the returned monitor would not power up on the test bench. The monitor also seemed to be much heavier than normal and was not being supported on the monitor arm. An electrical failure was confirmed. B01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.